Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reports a lancet protrudes beyond the end cap of the multiclix device. The lancet did not retract with two separate lancet drums from the same box. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.